Manufacturer narrative:
(B)(4). As the lead will not be returned and no further information is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device follow-up, this right atrial (ra) lead exhibited loss of capture and loss of sensing. An x-ray revealed the lead was dislodged. A revision procedure was performed, where this lead was surgically abandoned and replaced with a competitive lead. No additional adverse patient effects were reported.